Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found the presence of scratches on the header. The reason for the scratches was unk. The device exhibited normal characteristics.

Event description:
It was reported that the physician found scratches on the header of the device. Another device was used instead.